Event description:
It was reported that the ilet screen was unresponsive and the user could not unlock the device despite a restart attempt, after which a replacement ilet was provided. Symptoms included hyperglycemia with a reported peak of 264 mg/dl. Outcomes included no reported alerts or alarms and continued insulin therapy using subcutaneous insulin pens. Investigation included technical support troubleshooting and education, verification of device identifiers and shipping information, and arrangements for device replacement and return. Investigation of this case revealed a device usability and hardware concern consistent with a nonresponsive user interface and an accessory fit mismatch. It was concluded that the event involved device malfunction with user mitigation through alternate insulin therapy and replacement of affected components.